Event description:
A (B)(6) year old male patient's nurse contacted zoll customer support to report that the patient was found "gray and not breathing" around 7:00:00 on (B)(6) 2014 while in the hospital. It was reported that the nursing staff waiting to see if the lifevest would respond but that the monitor "was only making a weird, dull, ringing sound."

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon evaluation, the monitor was fully functional, including alarm and speaker functionality. Review of the patient's downloaded data indicated that the lifevest detected asystole at 07:21:47 on (B)(6) 2014. Asystole is considered a non-treatable rhythm. The alleged sound the monitor was emitting cannot be positively identified but is likely the interpretation of the asystole alarm.